Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin continued to drip after the motor had stopped. Customer's blood glucose was 197 mg/dl. Device had a rewind anomaly. Device would not rewind fully. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. During the occlusion test, the unit recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. There was no gap noted between the motor slide and the reservoir. The unit was then programmed with a 2.0 unit fill cannula delivery. The unit delivered the 2.0 units properly with water exiting the infusion set. The unit remaining in the status screen matches the test reservoir volume. During the rewind test, the motor fully rewound and completed the rewind. Then the pump displayed the rewind complete message. The motor functioned properly. No drive/motor anomaly, rewind anomaly or prime anomaly noted during testing. The motor was tested outside of the unit and passed. Unit had scratched reservoir tube window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.